Event description:
The reporter stated that during a wide local excision with a needle localization of the right breast cancer with a sentinel lymph node biopsy. The hooked end of the guide wire advanced past lesion and broke off during surgery. This was not discovered during radiology and the patient had to return several weeks later to have the retained portion of the wire removed.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product will not be returned. Unable to run complaint history check or device history review as lot number is unknown. Quality will continue to monitor on monthly trend reports.